Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing critical battery alarms and intermittent beeping. One battery (B)(4) was returned for evaluation. One battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the non-returned battery's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed 1 critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge to 0% relative state of charge. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. Additionally, analysis of data log files revealed several premature power switching events that were due to momentary disconnections and/or communication errors between the controller and battery. However, momentary disconnections will result in an audible tone. The most likely root cause of the reported beeps can be attributed to momentary disconnections. (B)(4) did not trigger any critical battery alarms or momentary disconnections. The controller, (B)(4), in use during the event did not have the software master record upgrade. An internal investigation is investigating communication errors on non-software master record controllers. Another internal investigation is investigating momentary disconnections. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #:1650- / expiration date: 2015-07-31. UDI #: asku. Available for eval: no. Evaluated by MFR: yes. Mfg date: 2014-07-31. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm. Also, the patient mentioned experiencing an intermittent beeping that self resolved. Two batteries were taken out of service and exchanged. No patient complications have been reported as a result of this event.